Manufacturer narrative:
The sample is available for return. It is yet to be received.

Event description:
The event occurred on an unknown date. The customer reported a leaking plum oncology set during chemotherapy. There was patient involvement, but no harm reported.

Manufacturer narrative:
No list # 140099238 product samples, videos, or photographs were returned for investigation. The lot history was reviewed and there were no nonconformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. The reported complaint cannot be confirmed. Due to a system limitation, the date received by manufacturer is inadvertently marked as 7/16/2019 in the supplemental emdr. The correct date is 8/23/2019.